Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when they opened the pump door the tubing that was infusing tpn separated and leaked at the silicone segment. There was no patient harm.